Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell five of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the patient line disconnected that led to the alarm. Renal therapy service (rts) assisted the patient to clear the error. Proper procedures per the user manual were discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(6) baxter healthcare - (B)(6) an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported for the patient line of the homechoice cassette which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.